Event description:
Pt underwent microdissectomy at c5-6 for treatment of cervical disc herniation with a cervical myeloradiculopathy at that level. Pt experienced neck and upper extremity pain and underwent adjacent level fusion at c4-5 with a cslp-vas plate. Subsequent to this second surgery, pt experienced pain at the incision site accompanied by flu-like symptoms and underwent incision and drainage secondary to infection and fluid collection.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.